Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump was stuck in the rewind loop. Customer's blood glucose was 57 mg/dl, treated with orange juice. Customer was advised to check setting and blood glucose, was 74 mg/dl. Customer stated in the morning she was in a furry and when she pressed the esc button the screen was frozen. Customer stated there was a blank circle went she was attempting to rewind. Customer was advised to recheck blood glucose and it was 102 mg/dl. Customer is not returning the device for further analysis.